Manufacturer narrative:
H.6. Investigation: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The samples were analyzed and it was possible to identify a small deformity in the first thread of the luer lock (nozzle of the syringe). This deformity was causing the difficulty to attach the equipment to the syringe. We evaluated the press and the mold and we found out a gap in the mold rack assembly (device used to unload the nozzle from the syringe). The problem was corrected by replacing the screw which was causing the clearance in the rack assembly according to maintenance order (B)(4) h3 other text : see h.10

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had a plastic "burr" in the luer that made connection to the needle difficult and caused leakage of chemotherapeutic drugs during use. The following information was provided by the initial reporter, translated from portuguese to english: "all syringes in this lot have a plastic burr in the luer, making needle threading difficult. It hinders the manipulation of chemotherapeutic agents due to the difficulty of threading the needle and causes leakage of chemotherapeutic agents."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had a plastic "burr" in the luer that made connection to the needle difficult and caused leakage of chemotherapeutic drugs during use. The following information was provided by the initial reporter, translated from portuguese to english: "all syringes in this lot have a plastic burr in the luer, making needle threading difficult. It hinders the manipulation of chemotherapeutic agents due to the difficulty of threading the needle and causes leakage of chemotherapeutic agents."